Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out procedure for eri, varying pacing lead impedance and complains of sensing and capture threshold were observed. The physician elected to cap and replace the lead during the procedure on (B)(6) 2016. The patient was in good condition afterwards.